Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
(B)(4). Reason for original complaint - litigation alleges patient has pain and increased metallic ions in blood after asr hip implant. Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the right side revision operative note indicated the cup was also loose. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/25/2015. Update 11 mar 2015: rec'd der, sales rep, revision date confirmed, sales rep detail, expiry dates for cup and head, stem and sleeve details, invoice, 510k numbers. (B)(4).revision hospital: uab highlands